Manufacturer narrative:
After battery installation unit power up and display froze after count up followed by an unexpected constant tone, problem isolated to m/b. Unable to perform any test or insulin pump error alarm due to frozen screen. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had pump error alarm. Customer reported they were able to clear the alarm but not able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.